Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebt0756 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer for evaluation.

Event description:
Per medwatch report, the facility reported that upon removal of the guidewire and sizing of the catheter length, it was noticed that the wire tip was kinked. It was stated that after touching the bend the tip fractured. A new product was used to proceed with the case.